Manufacturer narrative:
This is one of two filter devices for the same patient. This report corresponds to the filter that was implanted infrarenal in the main inferior vena cava on the right side. The related device is referenced on manufacturer report # 1820334-2019-01436. Occupation: non-healthcare professional. (B)(4). Investigation- the investigation was reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, occasional chest pain, anxiety, and emotional distress. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported occasional chest pain, anxiety, and emotional distress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via the right common femoral vein due to pulmonary embolism. Patient is alleging vena cava perforation. The patient is further alleging "occasional chest pain that may be linked to the filters." And "experienced but have not sought professional treatment for anxiety and general emotional distress starting (year) after receiving results of abdomen CT revealing perforation of my ivc filters. I made significant life and career changes in late (year) as a result of being fearful that my filters will fracture or migrate and cause life threatening injury."